Event description:
It was reported that the system 9800 displayed a low ma error. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Filament calibration was performed. The error did not recur. The system was tested and found to be working as intended and placed back into service.